Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. (B)(4). Investigation summary ==> no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: puijk r, rassir r, kaufmann lw, nolte pa. A pseudoaneurysm of the inferior lateral geniculate artery following total knee arthroplasty. Arthroplast today. 2022 apr 26;15:120-124. Doi: 10.1016/j.artd.2022.03.017. Pmid: 35514363; pmcid: pmc9062352. Objective and methods: authors presented a case of an inferior lateral geniculate artery pseudoaneurysm which became symptomatic 10 days after total knee arthroplasty in a patient with a cardiac comorbidity and using dabigatran. The pseudoaneurysm was most likely caused by iatrogenic injury during surgery. Patient had received an uncemented depuy lcs crutiate sacrificing, rotating platform total knee arthroplasty (tka). No tourniquet was used, and the patient had received bridging low molecular weight heparin 48 hours prior to surgery with discontinuation of dabigatran. The intraoperative blood loss was only 200 cc. There were no observed intraoperative complications. Patient resumed dabigatran for 3 days post-operatively. At day ten, patient experienced pain and swelling after feeling a ¿snapping¿ sensation while cycling on home trainer¿which persisted for 4 days, before being seen clinically in the office. Examination appeared to be normal, and symptoms fell within normal limits for post-op day 10. On day 24, patient was seen again, presenting with a persisting increase in pain, and swelling/effusion. Ultrasound detected the pulsatile mass, an aneurysm of the inferior lateral geniculate artery (ilga), confirmed by CT angiography scan. Aneurysm was treated with endovascular coil embolization (3 coils). Patient experienced significant extension rom restriction of 20 degrees 15 months after primary. A manipulation under anesthesia, and then an arthroscopic lysis of adhesions was performed to restore full range of motion. At 16 months after primary, patient presented with signs of periprosthetic joint infection, which was treated with arthroscopic debridement (no insert exchange, to avoid jeopardizing the coil in situ). The infection appeared clear at 19 months post-primary. At most recent 5-year follow-up, patient is dissatisfied with his knee due to persistent pain and a limited rom of 90 degrees flexion. Results: although the infection cleared entirely, at the most recent 5-year follow-up, patient was dissatisfied with his knee due to persistent pain and a limited rom of 90 degrees flexion, consequences of the compounding post-operative complications experienced, that appear to have interfered with normal post-op recovery.